Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8176819. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification noted that did not pertain to the complaint.

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs had difficult plunger rod movement during use. The following was reported by the initial reporter: "it was reported that the needles bend during the injection and the plunger rod is difficult to move. Verbatim: consumer reported that the needles bend during injection. Also reported that the plunger rod is difficult to move. Consumer does not re-use.lot #: 8176819catalog #: 328468date of event: 12-28-20 samples: available - sending mail kit".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs had difficult plunger rod movement during use. The following was reported by the initial reporter: "it was reported that the needles bend during the injection and the plunger rod is difficult to move. Verbatim: consumer reported that the needles bend during injection. Also reported that the plunger rod is difficult to move. Consumer does not re-use. Lot #: 8176819, catalog #: 328468, date of event: (B)(6) 2020, samples: available - sending mail kit".